Manufacturer narrative:
The product was not returned to abbott vascular for analysis as it was retained by the hospital. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to advance, difficulty to remove, and tip separation, appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that the heavily calcified and heavily tortuous vessel caused the reported difficulty to advance and remove. Manipulation of the guide wire against resistance resulted in the reported separation. Additionally, the treatment appears to be related to the operational context of the procedure as the separated tip was retrieved using a microcatheter. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified and heavily tortuous vessel in the left main to left anterior descending (lad) arteries. The hi-torque (ht) turntrac guide wire had resistance with the anatomy during advancement to the lesion. Resistance was also felt with removal and the tip separated within the patient's anatomy possibly as a result of resistance/ interaction with a deployed stent or with the calcified plaque. The tip (about 12 cm) was retrieved by a microcatheter. There was no reported adverse patient sequela and there was no reported significant delay in procedure. No additional information was provided.